Event description:
This MDR is being reported on (B)(4) 2014. (B)(6) hospital reported to agfa on 01/09/2014 an incident from (B)(6) 2013 in which a female patient had a chest cr exam performed at (B)(6) hospital. This patient had a previous chest cr performed in 2008. The report for the (B)(4) 2013 study was ¿clear.¿ in (B)(6) 2013, the patient returned to (B)(6) hospital and another chest cr exam was performed. The (B)(4) study report identified a mass that was also present on the (B)(4) 2013 study. Investigation by the site risk management team concluded that the radiologist who viewed and reported the (B)(4) 2013 study had inadvertently viewed and reported the 2008 chest cr study. Due to this user error, the patient was diagnosed in (B)(4) 2013 versus (B)(4) 2013 with adenocarcinoma and is currently undergoing therapy. No prognosis or patient status has been provided by the site. The impax 6.5.1 client focuses on the integration of pacs, ris, and speech applications into a single delivery of information. A single impax 6.5.1 client application can be used by a range of users on any appropriate accessible networked workstation. When a computer-assisted, speech-enabled reporting application is integrated with impax, radiologists can launch the reporting program from impax. They speak into a microphone, speechmike, or headset that is connected to the client workstation and their speech is converted to written text in the reporting application. Powerscribe is a front-end speech recognition reporting solution designed for easy incorporation into existing radiology workflow in teaching hospitals, community medical centers, and freestanding imaging centers. Powerscribe clearly identifies which patient/exam is in context before and during dictation in the powerscribe window. Radiologists can configure impax to automatically move to the next study in the cycle list as soon as dictation is completed on the current study. This is also known as configuring the active worklist. This option is most useful when used in conjunction with the ¿displaying the oldest indicated studies first¿ option. Relevant priors are determined based on rules set up in impax. Users can set the relevant priors to open by default when cycling worklists or opening a study directly. There is always the option to open all other priors using the study list in the text area. No product defect or design flaw was identified in agfa¿s investigation. Even though powerscribe clearly identifies which patient/exam is in context before and during dictation in the powerscribe window, the site has requested a 'feature request' for an additional visual indicator on the study, such as a colored border, that is active, to lessen the possibility of this user error to occur. As this is a feature request and not a design requirement agfa will review the customer request and respond accordingly.

Manufacturer narrative:
(B)(4).